Manufacturer narrative:
H.6.investigation summary. Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked blood on 16 occasions during use. The following information was provided by the initial reporter: material no: 381433 batch no: unknown. It was reported that the blood control valve is allowing blood to flow. The last 16 catheters are "bleeding", the one way valve is allowing blood to flow freely thru. Every catheter that we have used from the box of 50 has had this issue. I also have another box that is unopened from the same lot. I have pulled these from stock until the issue is resolved.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked blood on 16 occasions during use. The following information was provided by the initial reporter: material no: 381433, batch no: unknown. It was reported that the blood control valve is allowing blood to flow. The last 16 catheters are "bleeding", the one way valve is allowing blood to flow freely thru. Every catheter that we have used from the box of 50 has had this issue. I also have another box that is unopened from the same lot. I have pulled these from stock until the issue is resolved.